Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer will not power up correctly. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer would not fully boot, however, after patient and error information was pulled, the programmer powered up (booted up) normally. Analysis also found the stylus is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.